Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken wherein the leads were explanted but not replaced due to scaring. Additional surgical intervention may take place to implant new leads.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
The event of lead revision and ipg replacement was reported to abbott. The patient experienced ineffective therapy due to lead migration. The patient's leads were explanted but not replaced due to scaring. Ipg replaced due to lead migration. Additional surgical intervention may take place to implant new leads. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.